Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog #: 0100185146 ; lot #: 2481874, metasul ldh, head, 50, code p, taper 18/20 catalog #: 0100181500 ; lot #: 2424599, modular neck cc 12/14 neck taper catalog #: 00784803301 ; lot #: 60771585, modular femoral stem catalog #: 00771301500 ; lot #: 60870858. Therapy date : (B)(6) 2017. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, metallosis, cyst formation, elevated metal ions, fluid collection and osteolysis.